Event description:
The company was made aware that the patient's device was explanted on (B)(6), 2009. The patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.